Manufacturer narrative:
(B)(4). Damaged firing mechanism. Evaluation summary: the analysis results found that the device was received with the firing and clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the left articulating gear teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lar procedure, the first firing of the device was successful. When device was reloaded and fired, it did not cut and close. Another device was used to complete the case. There was no patient consequence reported.